Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-11621. The pt had 2 leads (from the same lot) and an ipg for the cervical area. It was reported the pt was unable to receive adequate stimulation due to low impedance. It was also reported the pt was experiencing uncomfortable/painful stimulation. Reprogramming to provide resolution was unsuccessful. As a result, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, the leads were disconnected, tested with a trial stimulator, and no anomalies were found. The pt continued to experience uncomfortable stimulation when the leads were connected to the trial stimulator. In turn, the doctor relocated the right lead resulting in satisfactory stimulation. The doctor couldn't relocate the left lead due to scar tissue. While trying to advance the lead, the pt experienced cerebrospinal fluid leakage. Fluid came out of the header when the doctor attempted to reconnect the leads to the ipg. This was due to the nurse placing the ipg in fluid during the procedure. As a result, the doctor explanted the pt's scs system (cervical). The pt experienced a headache post-op. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.